Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator had non-sustained right ventricular oversensing due to post-paced t-wave oversensing. Programming changes were discussed; however, changes were not made. The patient was asymptomatic.

Event description:
New information noted that no further episodes were seen since (B)(6) 2018. Programming changes would not be made unless it reoccurs.